Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel vs. Beckman dxi results. (B)(6), female, pt, presented with chest pains and no cardiac history. At 1700 on (B)(6) 2008, samples were drawn into edta tube and cbc tube. Wb sample was then run from edta tube on triage meter using triage cardiac panel test device. At 2300 on (B)(6) 2009, pt was again drawn into edta tube and wb run on beckman dxi. On (B)(6) 2009, at undisclosed time original pt drawn at 1700 from cbc tube was run on beckman dxi.

Manufacturer narrative:
Investigation in process.